Manufacturer narrative:
(B) (4): the device was evaluated by the hospital's biomed and the power conversion pcb was replaced. Proper device operation was observed through functional and performance testing. The device was returned to the end user for use. The device will not be returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.

Event description:
It was reported by the customer that the device would not deliver energy at the 1 joule energy setting. There were no reports of pt involvement with the reported failure.